Event description:
It was reported from the czech republic that after an unspecified surgical procedure it was observed that the quick coupling device was making a strange noise and was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The quick coupling device was evaluated and the reported condition that the device was making a strange noise and was overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a worn bearing, would not hold the k-wire could not secure/drive the k-wire, and did not function. It was further determined that the device failed pretest for check the quick coupling for k-wire, check self-holding force in smallest range, check self-holding force in largest range, and check function in running mode. The assignable root cause of these conditions was determined to be traced to maintenance, which is improper maintenance.